Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 4.0mm x 60mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, the balloon ruptured during first inflation. The procedure was completed with a different device and there were no patient injury reported.